Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported via health authority that the probe had poor cutting during vitrectomy surgery. The surgery was completed on the same day after replacement of the cutter. There was slight delay in surgery completion but no patient impact.